Event description:
It was reported that a patient underwent a three level fusion. Sometime post-op, a broken screw was noticed broken on xray. The patient is currently not experiencing any painful symptoms, and it was reported that no revision surgery is planned.

Manufacturer narrative:
(B)(4). The event date is unknown. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.